Event description:
It was reported that during an implant attempt, the right ventricular lead had inadequate sensing, even after being moved multiple times. R wave sensing was greater than 10 millivolts, rather than 2-3 millivolts with the previous lead in the same locations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor and the inner insulation and tubing were kinked/buckled. There was blood in/on the helix mechanism and the lead was stretched and damaged at implant.